Manufacturer narrative:
The hospital did not measure the pressures of the circuit, therefore no values are available for evaluation. Furthermore they stated twice that they do not believe there is a problem with the quadrox ID. Maquet cardiopulmonary gmbh requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The failure occurred during treatment and could not be confirmed. The device was directly involved in the reported incident. Clotting is a known phenomenon to mcp and the cause of this incident was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. # (B)(4).

Manufacturer narrative:
The device is not available for investigation.

Event description:
They reported that the flow decreased from 4 lpm to 2.9 lpm with no obvious clot or problem. They treated for low fluid volume status. Few hours later, the flow went to zero. Still no obvious visible problems with support circuit or quadrox-ID but attempted to use backup centrimag pump but did not help. Patient determined to be stable and no longer needing ecls so clamped circuit and removed ecls support. Noted clot in quadrox-ID but only after it had been clamped off for some time and circuit removed from patient. They stated that they were completely unsure as to when clot formed. No harm to the patient.